Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
The hand pieces not working, would turn on but stop during the cut. This happened before starting the surgery, during instruments preparation. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This follow up report is being submitted to report additional information on december 9, 2018, it was reported that the handpiece was not working. It would turn on but stop during the cut. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was february 10, 2015 where it was reported that the handpiece was not working and the power cord assembly, power switch, ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor and o-ring were replaced. This is not a related issue. Product review of the electric dermatome on february 8, 2019 revealed that the device was outside calibration specifications at the zero setting but within at all other settings. The motor did not run at all and the device was noted to be very corroded and dirty. The device also showed evidence of repair by a third party. Repair of the electric dermatome was performed by zimmer biomet surgical on february 8, 2019 which included replacement of the housing, head, motor, cord assembly, switch, thickness control shaft, eccentric shaft and various bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the motor did not run at all and the device was noted to be very corroded and dirty. The device also showed evidence of repair by a third party. Although it was alleged that the device would turn on but stop during the cut, it can be likely assumed that based on the progression of the issue it would ultimately cause the device to not operate at all. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor did not run at all and the device was noted to be very corroded and dirty. The device also showed evidence of repair by a third party. Although it was alleged that the device would turn on but stop during the cut, it can be likely assumed that based on the progression of the issue it would ultimately cause the device to not operate at all. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.